Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized with a low blood glucose (bg) level of 28 and "blacked out"; cause was due to the customer delivering a bolus when they were unaware of their bg level. Customer received dextrose and drank juice to address bg level. Customer had no permanent damage. Additionally, it was reported that the customer experienced elevated bg levels but the customer declined to provide additional information and further troubleshooting with tandem technical support.